Event description:
A report was received that the patient underwent a lead addition procedure. The following day the patient passed away. The cause of death is unknown. The physician does not feel that the patient's death was device related but cannot confirm if the event is procedure related because an autopsy will not be performed.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-70 serial: (B)(4) description: linear st lead, 70cm model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm model: sc-1132 serial: (B)(4) description: precision spectra implantable pulse generator model: sc-4318 lot: 19597878 and 18338775 description: clik x anchor it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead addition procedure. The following day the patient passed away. The cause of death is unknown. The physician does not feel that the patient's death was device related but cannot confirm if the event is procedure related because an autopsy will not be performed.